Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported right side rupture and pain. Patient additionally reported "pea size lump"; this event is not related to the device. Device was explanted.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture and pain. Patient additionally reported "pea size lump"; this event is not related to the device. Device remains implanted.